Manufacturer narrative:
This report is based on information provided by local philips support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device indicated that the type of electrode was unknown. Available details indicate that the authorized service provider (asp) evaluated the device on site and confirmed that the external paddles were defective. Paddles will not be returning for failure analysis. It was recommended that the external paddles be replaced. The device was confirmed to be fully functional. Based on the information available, the cause of the reported problem was defective external paddles. The reported problem was confirmed during evaluation. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips recommendation was to replace the external paddles. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter information: (B)(6).

Event description:
It was reported to philips that the device indicated that the type of electrode was unknown. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.